Manufacturer narrative:
The reported events of over-sensing, and noise were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header found the ventricular setscrew stripped by the end-user caused by inserting the wrench tool at angles to the screw inset stripping the screw head. Electrical and mechanical analysis performed after replacing the damaged screw indicated normal functionality. Additionally, sensitivity test performed at most sensitive settings measured all parameters within normal range. Further visual inspection did not find any contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Correction: b5: field should reflect pacing inhibition. Correction: d6a, d6b: initial and explant dates should not have been included as this was an initial implant procedure.

Event description:
It was reported that during a implant procedure, over-sensing of noise was noted on the patient's pacemaker system. Despite replacing the pacemaker and right ventricular lead, the over-sensing persisted and resulted in pacing inhibition. A competitor system was implanted and this resolved the issue. No adverse patient consequences were reported.

Event description:
Related manufacturer reference number: 2017865-2024-72679. Related manufacturer reference number: 2017865-2024-72681. Related manufacturer reference number: 2017865-2024-72683. Related manufacturer reference number: 2017865-2024-72684. It was reported that during a implant procedure, over-sensing of noise was noted on the patient's pacemaker system. Despite replacing the pacemaker and right ventricular lead, the over-sensing persisted. A competitor system was implanted and this resolved the issue. No adverse patient consequences were reported.